Event description:
The customer obtained (B)(6) vitros hbsag quality control results for a known (B)(6) control (control (B)(6)). Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to occur undetected with patient samples. Patient samples were not known to have been affected. There were no allegations of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that false negative vitros hbsag quality control results for a known (B)(6) control were obtained while using the vitros eciq analyzer. Patient samples were not known to have been affected. An ocd field engineer performed service to multiple analyzer subsystems. Performance testing following service verified that the equipment was returned to expected operation. A definitive root cause could not be determined. However, the most likely assignable cause of the event is an instrument related issue. There is no evidence that the (B)(6) malfunctioned.